Event description:
Pt admitted to facility with shiley trach intact on (B)(6) 2013. On (B)(6) 2013, pt noted in respiratory distress. Change in condition addressed by staff and physician. Pt still not receiving adequate tidal volume. The cause was then deemed to be a blown cuff on the shiley trach. Trach removed and replaced with portex #8 fenestrated. Pt improved, vitals within normal range.